Manufacturer narrative:
Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on march 29, 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown with osteoarthritis (kellgren-lawrence grade IV). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (two courses, it was reported that the age of the patient at first injection was (B)(6) years), synovitis of right knee and right knee effusion. On (B)(6) 2004, the patient initiated treatment with first injection of the third course of intra-articular synvisc (hylan g-f 20) injection in left knee, dosage regimen not provided. On (B)(6) 2004, the patient experienced mild synovitis of left knee. On an unspecified date in 2004, the patient had mild left knee effusion with 30 cc of slightly turbid yellow fluid aspirated from left knee. The patient was treated with intra-muscular betamethasone at a dose of 1.3 cc for synovitis of left knee and left knee effusion. On (B)(6) 2004, the patient experienced moderate synovitis of left knee. On an unknown date, in 2004, she again had moderate left knee effusion. The patient was treated with intra-articular betamethasone at a dose of 1.3 cc and xylocaine (lidocaine) at a dose of 1cc for both the events. The patient had not yet recovered from the event of synovitis of left knee. The outcome for the event of left knee effusion was not provided. Relevant concomitant medications were not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and did not provide the relationship with the event of left knee effusion. Follow-up information was received on april 10, 2013 and the patient initials were reported as (B)(6). The qa (quality assurance) investigation results were received on april 15, 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.